Event description:
The customer reported that cidex opa was leaking from their automatic endoscope reprocessor (aer) machine. There were no physical complaints related to the leak. The asp field service engineer (fse) went to the facility to assess the unit.

Manufacturer narrative:
Capital equipment, evaluated at custoemr site. The fse replaced disinfectant tank. The system was found to manufacturer specifications. Result code: other, disinfectant tank.